Event description:
The customer stated that he was hospitalized due to high blood glucose and the reading was 340 mg/dl. The customer stated that he received a motor error alarm while trying the prime his insulin pump. No further info was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.